Event description:
The customer reported to olympus the cysto-nephro videoscope bending section rubber was leaking. The reported issue was uncovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending section cover was leaking due to a detachment of parts in the joint area of the distal end. Upon further inspection, it was observed that the light guide cover lens and universal cord was scratched. It was also observed that the cable tube unit was protruded. It was observed that the distal end plastic cover was deformed. It was also observed that the bending section cover was porous. It was observed that the connecting tube had a dent. It was also observed that the plug unit housing was damaged. It was observed that the wire stopper angulation play was less than the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the defect is likely manufacturing related, because no mishandling could be detected. Olympus will continue to monitor field performance for this device.